Manufacturer narrative:
Our investigation of lot s10606 includes: method of evaluation: review of the device history records, review of the reported information, assessment of the returned device, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s10606. Results of evaluation: review of the device history records revealed that no deviations occurred in association with the event during production of lot s10606. The lot met acceptance criteria for qc release. Records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable. Results of bacterial endotoxins testing were acceptable. To date, no other similar complaints were reported to lifecell against devices distributed from lot s10606. To date, of the (B)(4) devices processed for lot s10606, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. Conclusion: based on our internal investigation, the event is unlikely related to the strattice bps device. The device met qc release criteria. The patient's history of mastitis from breast feeding is a contributing factor. The occurrence of breast infections, such as mastitis, is associated with an increased risk of developing capsular contracture after breast surgery. Capsular contracture is a documented complication associated with implant-based breast surgery with or without the use of the strattice bps device. As per the surgeon's statement, mastitis related to breast feeding may have contributed to the recurrence of contracture.

Event description:
It was reported to lifecell that strattice bps devices were implanted bilaterally on (B)(6) 2011 for breast augmentation revision to resolve capsular contracture. Postoperatively, the patient developed mastitis on the right side related to breast feeding and later presented with recurrent capsular contracture where the strattice bps device had been initially placed. The surgeon believes the mastitis may have contributed to the recurrence of contracture. On (B)(6) 2014, a full capsulectomy was performed. Also, the strattice bps device was explanted from the right breast and replaced with a like device. The patient's following condition was described as excellent.